Event description:
It was reported that (4) devices were used during a hip replacement procedure. It was reported by the affiliate that the pmw35 staplers from box had stapler stick to skin of pt. They had difficulty removing off the skin. Another device was used to complete the case. There was no consequence to the pt.